Manufacturer narrative:
The device was returned for analysis. The needle to cuff miss could not be confirmed as the necessary components were not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment are related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment. The foot separation may be the result of a needle strike, or manipulation of the device with the foot open, or the foot was caught in the access site. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as a venotomy closure of the right common femoral vein with 2 proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with both devices, the sutures did not come out when the plungers were removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: a posterior foot separation was noted during evaluation of the returned device. The separated portion was not returned. The location of the detached foot and/or cuff is unknown. Follow up with the account was conducted. It was reported that there was no foot separation noted on removal of the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as a venotomy closure of the right common femoral vein with 2 proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with both devices, the sutures did not come out when the plungers were removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.